Event description:
It was reported that during a da vinci-assisted gastrostomy surgical procedure, there were repeated 23072 faults against universal surgical manipulator (usm) 2. The customer disabled usm 2 and moved forward with the case using the other three usms. There were no reports of patient injury. The intuitive surgical, inc. (Isi) clinical sales representative (csr) called back after the case to perform troubleshooting. The isi technical support engineer (tse) recommended driving the set-up joint (suj) through its range of motion and determine if the error was still present.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced setup joint (suj) 2 to correct the reported problem. The system was tested and verified as ready for use. Isi has received the suj for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.

Manufacturer narrative:
The set-up joint (suj) was returned for failure analysis due to error 23072. The error was visually confirmed and via system logs. During visual inspection, failure analysis noticed that the fiber optic cable end was torn off and was unable to test on the system due to the damaged fiber.

Event description:
Refer to h11 for follow-up information.